Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's circulation was insufficient. Pump thrombosis was suspected, and log file was reviewed. A pump exchange was not an option for this patient. The patient expired on (B)(6) 2021.

Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report (MFR) number 2916596-2021-03172. The investigation results and conclusion codes will be reported in the target MFR.

Manufacturer narrative:
Section b5: previous pump replacement due to thrombosis reported in manufacturer report number 2916596-2019-00414. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2021 prior to the patient¿s death, the patient¿s blood pressure mean was 60mmhg. Lactate dehydrogenase (ldh) was elevated at 2094 units per liter (u/l) and c-reactive protein (crp) level was 3.42. The patient exhibited heart failure symptoms after previous pump replacement due to suspected thrombosis in the pump the day after implantation. The patient had been hospitalized for two and a half years due to hypoxic encephalopathy. Ldh 2000 u/l will be over from around may 2021. Changes to pump parameters were reported as a maximum of 16 watts was recorded with a spike-like rise from 5 watts. Urinary tract infections also occurred frequently, and heart rate decreased spontaneously. It was a do-not-resuscitate (dnr) order after discussing with the patient's family. The device reported to have been working fine. No additional information provided.